Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The sheath was readvanced to encapsulate the filter and the sheath. Filter and guidewire were removed together as a unit. Another filter was successfully placed without any pt complications. A sheath, guidewire and filter were received, evaluated and retained by this MFR in addition to another MFR's sheath. The engineering eval indicated the guidewire was through both sheaths and the apex of the filter. Upon removal of the guidewire and filter from the sheaths a significant amount of foreign matter was located in the filter apex. The wire was removed from the filter apex. The guidewire was unraveled from 5.5 to 75.5 centimeters from the distal tip. The core wire was broken at the distal tip. All wire appears present. The wire outer diameter was within specification for a .035 guidewire. Two kinks were located in the sheath sold with the kit, 42.3 and 47 centimeters from the specification for a .035 guidewire. Two kinks were located in the sheath sold with the kit, 42.3 and 47 centimeters from the distal tip. The sheath was flattened in four places, from 7 to 9, 10 to 11.5, 14 to 16 and 25 centimeters from the distal tip and at the strain relief. No problems were noted with the filter. This type of damage is consistent with resistance upon removal. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.